Manufacturer narrative:
The analyzer and test strips were returned for investigation. The test strips showed no abnormalities. The analyzer itelf was not damaged, however, the test strip tray was heavily contaminated. The returned test strips and retention strips with lot 299709 were tested on a urisys 1100 used at the investigation site and the customer's returned analyzer. The results of all measurements fulfilled the requirements. No false positive results were observed. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
No further complaints have been received for the test strip lot the customer was using.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a false positive nitrite result for 1 patient tested on a urisys 1100 analyzer. The initial result was "positive" on the urisys 1100 analyzer at 12:33 p.m. Since the result was positive, the customer sent the sample to the laboratory where the result was "negative." A new sample as obtained at 3:36 p.m. And tested on the urisys 1100 analyzer and the result was "negative." The same package of strips was used for the tests performed on the urisys 1100 analyzer. There was no allegation that an adverse event occurred. The combur-7 test strip lot number was 29970901. The expiration date was not provided. The meter and test strips were requested for investigation.